Event description:
On call over a holiday weekend, pt reports pump program was erased and used backup pump. Set up courier to replace defective pump. Defective pump sn # (B)(4). Did the reported product fault occur while in use with the pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Reported to (B)(6) by pt/caregiver.